Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a regular follow-up appointment, a code 1003 was noted which is indicative of battery voltage too low for the projected remaining capacity. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was retained by the healthcare facility and is not expected for analysis.